Event description:
It was reported on (B)(6) 2012 that a lead was to be removed and another put in its place, but it was unclear when and why this was to be done. Then on (B)(4) 2012, it was reported that no malfunctions were seen or determined that could have caused an issue. A battery replacement was to be scheduled along with placement of the new lead. At the time the patient was receiving effective therapy. Additional information was received on (B)(6) 2012 that reported replacement was to be done because the patient was not getting "good" relief. The patient did not have "good coverage" and the battery pocket was not comfortable. No revision had taken place yet and was not scheduled at the date of this report. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3998, lot # v118946, implanted: (B)(6) 2008, product type lead; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer; patient product ID 37702, serial # (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator; product ID 37702, serial # (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2007, product type extension.